Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058, implantable pacing lead: (B)(6) 1994. (B)(4).

Event description:
It was reported there was no telemetry and the device could not be interrogated. Attempts to use different programmers and other troubleshooting were unsuccessful in accessing the device. The device was explanted two days later and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.